Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error or unexpected restart alarms noted. The device had cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error and a21 alarm on her insulin pump. His blood glucose was 226mg/dl at the time of reporting, which she had treated with manual injections. The insulin pump is being returned. No additional information was reported.